Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on suppressive keflex from a driveline infection. Coagulase-negative staphylococcus was cultured from the driveline site in (B)(6) 2019. It was reported that the patient was admitted on (B)(6) 2019 and discharged on (B)(6) 2020. The patient presented to the emergency department on (B)(6) 2019 after reporting worsening abdominal pain and fever of 101 degrees. The patient had developed a rash under his driveline dressing and was often lifting his dressing to alleviate the itch. The patient had a small amount of driveline drainage around the exit site. Cultures showed gram-positive cocci in pairs on the gram stain but the cultures did not grow. Symptoms were fever, driveline drainage, and abdominal pain. The patient was empirically treated with ceftriaxone and daptomycin while inpatient. Daptomycin discontinued after 1 week as no (B)(6) was isolated or cultured. The patient was to be treated with monotherapy of ceftriaxone at 2 grams intravenously every 24 hours until (B)(6) 2019.